Event description:
Physical and mental fatigue got worse and worse over 20+ years after saline breast implants were put in 1997. Was very healthy, fit and energetic prior to implants. Hair loss, eyebrows completely fell out, body temperature and blood pressure increased beyond normal, heart palpitations. Add'l symptoms occurred over time as well. Auto immune problems that has slowed healing in my body. Little sores that used to heal in a day or so now may take years to heal. Easily bruised and very slow to heal. Diagnosed with adrenal fatigue, hypothyroidism, chronic migraine, cognitive impairment, acute sinusitis, tinnitus, jaw/neck/back pain, eye sight is impaired even though ophthalmologist cannot find any damage. Hands, feet, arms go numb periodically and get cold frequently, difficulty breathing/pressure on chest that numerous ER drs have evaluated and chest x-rays, MRI show no problem. Throat feels like it is slowly closing up over time, at times will cough and choke when drinking water. Diarrhea, constipation, and other digestive issues. Have cut out dairy white flour, sugar with no change in symptoms; 3- 5 days a week, I am so exhausted that I cannot get up/wake up until close to noon even though I go to bed at 10:00 most nights. There are days when I cannot function enough to be awake more than 5 hrs out of a 24 day. I very rarely drive for the last year because I cannot trust that I won't get dizzy, over heat, confused, unable to focus on driving. Going to the grocery store once a month is about all that I can do. Husband has to drive me to dr appts, visit family. He does the majority of grocery shopping. I cannot socialize because I am too fatigued.